Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid altitude alarm while flying. The customer's blood glucose level was in the 300 's (mg/dl). The customer delivered a bolus via the pump. Reportedly, the customer was able to clear the alarm and resume insulin delivery.